Event description:
A customer contacted beckman coulter regarding an elevated troponin (accu tnl) result from a single patient that was generated by the unicel dxl 800 access instrument. The customer indicated that the elevated accu tnl result was 3.25 ng/ml. The result was reported out of the lab. The customer indicated that the patient was redrawn later in the afternoon the same day and tested for accu tnl. The patient sample was run in duplicate; both accu tnl results were 0.02ng/ml. The customer indicated that the patient initial sample was-tested for accu tnl on another instrument in their lab. The accu tnl result was 0.02ng/ml. A corrected report was issued. The customer indicated that there has been no change to patient treatment attributed to or connected with this event.